Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device showed charge/shock failures in the status log. Furthermore, operational testing was conducted and the device failed the defib test. There was no patient involvement.